Event description:
A malfunction was reported by the customer with a displayed code of malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with pump reset instructions, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurred.